Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. During processing of this complaint, attempts were made to obtain complete event and patient information. Date of event is estimated.

Event description:
It was reported that the ipg inoperable. As a result, surgical intervention was performed in which the ipg was explanted and replaced. Effective therapy was established post-op.